Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope had a scope communication e315 error. The issue occurred during set up/inspection for use (during set up in room/before patient in room) for a diagnostic colonoscopy. The procedure was completed using a similar device. There were no reports of patient involvement.

Manufacturer narrative:
New information: d8, d9, h2, h3, h4. The device was not returned for evaluation. The investigation was performed based on the provided information by the customer and the 3rd party distribution entry. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.